Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 18717311; additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 2000013080.

Event description:
It was reported that the patient could no longer charge the system. It was noted also that patient did not get enough pain relief. The patient underwent a full system revision and doing well postoperatively. The explanted product was disposed at the hospital.